Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device fell off complaint could not be confirmed. This cannot be evaluated during the investigation process.

Event description:
The patient reported that the v-go is falling off from her skin and she is using an additional adhesive to keep it in place. The patient mentioned that when using the v-go without any other adhesive the v-go will fall off within 3 minutes, and when she put the additional adhesive over the v-go will fall off after 4 hours. The patient confirmed that she cleans the site before putting the v-go with alcohol wipes and let the skin to dry before placing the v-go.